Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt reported that when they notified their managing hcp about the damaged recharger antenna, their hcp thought the pt needed to get the ins replaced again. Pss attempted to call the pt back to further clarify, but had to leave a vm. [See related 704668853 - rpl damaged antenna].